Manufacturer narrative:
The device was received and evaluated. No blood was observed on or within the device. The cannula assembly, bottom housing and adhesive pad were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patients blood glucose level rose to 14 mmol/l (252 mg/dl). The patient reported minor bleeding and bruising.